Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the procedure the expedium final tightener shaft stripped while screw insertion. There was no surgical delay. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves three (3) devices. This report is for one (1) x25 final tightener. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.